Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The following day, the patient experienced abdominal and shoulder pain. On (B)(6) 2018, patient was evaluated in the hospital. Chest x-ray, pfa, CT abdomen and crp were done. The CT scan showed free air in abdomen. The crp was elevated and patient was commenced on intravenous antibiotics ceftaxime 1g tds and flagyl, 500mg tds. Duodopa was put on hold. The pain was improved. On (B)(6) 2018, patient was discharged from hospital and intravenous antibiotics had been discontinued.